Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump had cassette not attached error during testing" was confirmed through, downstream occlusion (dso)/upstream occlusion (uso) test. The probable cause was the dso sensor was non-functional and therefore replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the pump had cassette not attached error during testing¿; during device evaluation it was found the downstream occlusion sensor was non-functional.